Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned, and a known good guidewire was successfully inserted, with no unusual resistance felt. Functional testing was performed, and the good guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the farawave pulsed field ablation catheter experienced guidewire stuck. The catheter and non-boston scientific guidewire were prepped according to instructions for use, and no abnormalities were observed. The catheter was deployed into basket and flower configuration with no issues. After the fourth treatment, the catheter was unable to be retracted. The catheter was able to move back and forth but the wire was not moving. The catheter was withdrawn from the body and inspected; the non-boston scientific guidewire appeared to be stuck. Subsequently, the catheter was replaced, and the procedure was completed with a new catheter. There were no patient complications. The catheter was received for analysis. It was further reported that no tissue was observed at the tip of the catheter.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the farawave pulsed field ablation catheter experienced guidewire stuck. The catheter and non-boston scientific guidewire were prepped according to instructions for use, and no abnormalities were observed. The catheter was deployed into basket and flower configuration with no issues. After the fourth treatment, the catheter was unable to be retracted. The catheter was able to move back and forth but the wire was not moving. The catheter was withdrawn from the body and inspected; the non-boston scientific guidewire appeared to be stuck. Subsequently, the catheter was replaced, and the procedure was completed with a new catheter. There were no patient complications. The catheter is expected to return for analysis. It was further reported that no tissue was observed at the tip of the catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.